Manufacturer narrative:
The product pertaining to this complaint was not returned. However, the lens was received and a visual inspection shows there is no visible damage to the lens. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for sharp/rough edges and the edges were found to be acceptable.

Event description:
The reporter stated, that a posterior capsular tear occurred during phacoemulsification of the cataract with the 4 crystal handpiece. A vitrectomy was performed and a intraocular lens was inserted in the sulcus. The reporter stated, that there was no malfunction of the handpiece nor the sonic wave phacoemulsification machine. The original intraocular lens intended for the patient was not used and no complaint against it nor the staar phaco equipment.